Event description:
Spontaneous. Pt reports cadd legacy pump serial number (B)(4) alarmed with "no disposable, pump won't run." Pt stated they were able to successfully switch to back up pump and was able to continue infusion with no issues or interruptions in therapy. Pt reports feeling fine. Rph advised pt that usually that particular alarm is for an issue with a defective cassette versus a malfunctioning pump. Pt stated that made more sense as they have been on this infused therapy since 2021 and has never had 2 pumps go off with the same alarm (1 previously reported). Pt reported they did not have the lot number to the cassette that was attached to the pump when it alarmed. No further info, details or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported pump fault occur while in use with the pt? Yes; did the pump issue cause or contribute to pt or clinical injury? No; is the actual pump available for investigation? No; did we replace the pump? Yes; did the pt have a backup pump they were able to switch to? Yes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.